Event description:
A customer reported to baxter (B)(4) of a continuflo-set with damage on the drip chamber. The customer noticed damage on the drip chambers before use. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a spike assembled to the chamber that was damaged. The root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.